Manufacturer narrative:
Investigation results: the complaint that the catheters were fraying and splitting upon insertion could not be confirmed from the photograph that was provided for investigation. The photo showed the top web unit label from a 20g x 1.16" insyte autoguard product. The lot number on the packaging was 0832353 and the expiration date was 2023-01-31. The customer indicated that lot #3129611 was affected. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. Investigation conclusion(s): the complaint of ¿catheter tip integrity¿ was not confirmed. Probable root cause(s): a root cause cannot be determined without a confirmed defect.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard frays and splits during insertion attempts. The following information was provided by the initial reporter: I am being told by my staff that they are finding the bd IV catheters utilized for the ultrasound placed ivs. Many users have said they are finding the catheters are "fraying" and "splitting" upon insertion. 16 nov 2023 1. Patient status-alive 2. Sample status?-physical sample available or not available? Not available 3. Any adverse event or serious injury reported to patient or healthcare professional? No 4. Was there a delay of, or change in, the course of treatment due to the event? No 5. Are you able to further describe the issue of catheter sticking during insertion? Cather is not sticking, it is breaking. 6.-was there any damage noticed on catheter valve? No 7. Was there any patient involvement? Insertion to patient was occurring when the catheter broke.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.